Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a craniotomy (bone flap) and a dissection path in the brain were performed in a different location than anticipated and planned with the brainlab navigation involved, despite according to the surgeon (treating clinician): - the deviation of the craniotomy and dissection path in the brain done with the aid of navigation was detected by the surgeon during the surgery by not reaching the expected lesion, and was addressed with a craniotomy enlargement and a new path to the lesion using independent ultrasound imaging at the very same surgery; - the final outcome of this surgery was successful as intended, with the abscess fully evacuated as desired; - there was no harm or negative effect to the patient due to the craniotomy enlargement nor the deviating dissection path, also not due to surgery/anesthesia prolong of ca. 45min; - there were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviating craniotomy (bone flap) and the initial dissection path in the brain performed with the aid of navigation deviating by ca. 2cm posterior and ca. 1cm superior from the intended path, is: - an insufficient number and distribution of points acquired by the user for the patient anatomy registration to the navigation, not following brainlab requirements. The points were not distributed on the required distinctive surfaces, i.e. Entire profile of the nose, around the eyes, both sides of the head. Most registration points were acquired only on the bridge of the nose and on indistinct rounded areas of the head, which should be avoided, and not distributed widely enough. Further only 25 points were acquired for the accepted registration instead of the recommended/desirable 50 registration points, also no pre-registration points were collected, which would have further supported an accurate navigation registration. This caused the cranial navigation software to not find an accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Apparently, the resulting deviation in the navigation display was not recognized by the user with the required thorough verification of the registration accuracy, nor with the necessary continued verification of navigation accuracy after draping, and throughout the procedure before applying significant invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An urgent cranial surgery for an evacuation of a brain abscess, located left temporal ca. 2cm deep with a size of ca. 4cm, has been performed with the aid of the brainlab cranial navigation software version 3.1. A pre-operative MRI scan was acquired the day before the surgery to use with navigation. During the procedure the surgeon: - positioned the patient in a supine orientation with the head turned lateral to the right in a non-brainlab head holder, and attached the reference array for navigation to the head holder; - used the softouch for surface matching to acquire skin points on the patient's head to register the current patient anatomy to the navigation; - verified the registration to navigation, accepted the accuracy to proceed, and marked the incision location determined with navigation on the head with a pen; - draped the patient and exchanged the navigation reference array to a sterile one; - performed the incision and marked the craniotomy (bone flap) size and location determined with navigation on the skull with a pen; - created the craniotomy (bone) flap of ca. 5x3cm and opened the dura; - used the navigated pointer to determine the cortical entry point and dissection path to the abscess, performed the corticotomy and dissected the brain tissue path using the navigated pointer to track it; - after the subcortical dissection failed to reveal the expected lesion, checked the navigation accuracy on multiple bony landmarks and detected the navigation instrument position display to significantly deviate from the actual patient anatomy; - determined that the craniotomy deviated by ca. 1.5cm, and the cortical entry point with its dissection path to the lesion deviated by ca. 2cm posterior and ca. 1cm superior, from their intended location; - decided to enlarge the existing craniotomy and dura opening by ca. 1cm more caudal, and brought in an independent ultrasound imaging to locate the lesion; - used the ultrasound to perform a new corticotomy and path to the lesion, and to evacuate the abscess as intended; - completed the surgery successful as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of the craniotomy and dissection path in the brain done with the aid of navigation was detected by the surgeon during the surgery by not reaching the expected lesion, and was addressed with a craniotomy enlargement and a new path to the lesion using independent ultrasound imaging at the very same surgery; - the final outcome of this surgery was successful as intended, with the abscess fully evacuated as desired; - there was no harm or negative effect to the patient due to the craniotomy enlargement nor the deviating dissection path, also not due to surgery/anesthesia prolong of ca. 45min; - there were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.